Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Consumer reported that while pulling the tampon out it elongated and broke into two pieces. She was able to remove the pieces.